Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Did any part of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off)? Yes if yes: did any piece fall into the patient? Askna if yes, was the piece retrieved? Askna if yes, did this cause a change in the plan of care for the patient? No.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, about half way through the procedure, the device received an alert to clean the device and eventually to replace the instrument. When the device was removed it was noticed that the tissue pad had melted off the device. Another device of the same product code and lot number was pulled and used to complete the procedure. The case was completed with the second device. There were no adverse consequences for the patient.